Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018. The patient reported in (B)(6) 2019 that she had a sudden onset of pain. An x-ray showed that the patient's right mandibular component had become dislocated. On (B)(6) 2019, the surgeon removed the right mandibular component and several fractured bone screws. The surgeon believed that the patient's tight soft tissue envelope may have been a contributing factor that led to the fracture of the bone screws.

Event description:
The patient's right mandibular component was removed due to dislocation.